Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h6, h11 h11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused magnesium sulfate (magnesium sulfite ivpb additive + nacl premix product 100 ml) during infusion, should have infused over 4 hours, but it ran in over 1. The event was during a patient infusion while another device infused potassium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.